Event description:
Surgeon reported the cannula and luer lok adapter came off during set-up or during use on several occasions. It was reported that one (1) pt experienced a capsular bag rupture. Additional information has been requested.